Event description:
Procedure: hemorrhoidectomy. According to the reporter: the spring of the instrument on the handle came off when the handle was squeezed on the tissue. Nothing fell into the pt cavity and there was no adverse event reported. The pt sex has not been identified.